Manufacturer narrative:
H4: d5 information unavailable. H6: code 400(other): damaged firing mechanism.

Event description:
The device was used during a v.a.t.s.wedge biopsy. It was reported by the rep. That surgeon battled to insert the ez45 through the intercoastal incision(no port) (possibly dislodging the cartridge?). Closed the jaws on the lung, device would not fire. Cartridge fell out, had to "fish it out of the lung." There was no consequence to the pt.